Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported one of the patient's lead had migrated. Surgical intervention took place on (B)(6) 2024 during which the lead was explanted and replaced. Therapy was restored post-op. Investigation was unable to determine which lead was at fault.